Event description:
The patella post drill bit became stuck in the guide after completing the last of the three holes in the patella. The bit did not break. The bit was removed from the guide after the surgery. The pt was not affected.

Manufacturer narrative:
Evaluation summary: returned parts were inspected and evaluated and appeared to be functioning as expected. Slight damage was noticed at the proximal end of the drill bit.